Manufacturer narrative:
H3: product ID 977a260, serial# (B)(6) was returned for product analysis and found no significant anomalies with the device. Product ID 97792 lot# hg5krhg was returned for product analysis and found no significant anomalies with the device. Review of this MDR shows that there is no information to reasonably suggest that the product 977a260, s/n: (B)(6) in this report may have caused or contributed to a death or serious injury. Therefore, the product 977a260, s/n: (B)(6) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the 977a260, serial# (B)(6) and 97792 lot# hg5krhg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 500 mg/dl and reported an insulin flow block alarm. The event involved product mmt-1781k. Troubleshooting was performed for hyperglycemic event and confirmed that the customer was using the auto mode/smartguard feature at the time of the event and customer had been using the insulin pump system within 48 hours of reported hyperglycemic event. It was found that the high-pressure test did not pass twice. No further patient complications were reported. The customer will discontinue the use of the device. Product mmt-1781k will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.